Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of wire detachment,.

Event description:
It was reported that a sensor wire was used during a ureteroscopy procedure. During procedure, the wire broke in the bladder, and they successfully retrieved the pieces left. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of wire detachment. Block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. There is no evidence from the manufacturing review to indicate that the device malfunctioned because of a process related defect. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. A review of device history record (DHR) confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of coil wire detachment of device or device component was defined in the risk documentation and is documented accordingly. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of cause not established the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a sensor wire was used during a ureteroscopy procedure. During procedure, the wire broke in the bladder, and they successfully retrieved the pieces left. The procedure was completed with another of the same device. There were no patient complications as a result of this event.